Event description:
It was reported that during the therapy upgrade procedure for the pulse generator of the patient with this right atrial (ra) lead, the ra lead got damaged and it presented an increase on its thresholds as result, so it was was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that during the therapy upgrade procedure for the pulse generator of the patient with this right atrial (ra) lead, the ra lead got damaged and it presented an increase on its thresholds as result, so it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.